Manufacturer narrative:
This was reported to us by smiths medical, whose name appears on all labeling, for whom we private-label this product. Efforts to retrieve pt identification info from smiths has been unsuccessful.

Event description:
Insertion of the needle presented no problem. During introduction of the catheter through the needle, there was resistance after 4cm. After drawing and reinserting the catheter, there was the same problem. During removal of the needle, the needle detached from the luer and remained in the pt. The needle had to be removed from the groin of the pt by surgery. Life-tech was informed of this event on november 24 by our OEM partner, for whom this product is private-labeled.